Manufacturer narrative:
Device lot numbers and manufactured dates: lot # 0000387562 manufactured 12/15/2011, lot # 0000419147 manufactured 03/07/2012, lot # 0000437562 manufactured 05/16/2012, lot # y1180637 manufactured 2011. The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility in the user facility medwatch report rec'd from the FDA on (B)(4) 2012. The alleged faulty devices were rec'd by carefusion, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch will be submitted.

Event description:
On hold krthe following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(6) 2012. "[Name removed] called to report a problem found with many of their 3100a circuits. She explained that the tube that goes from the humidifier to the base of the circuit is loose and does not stay connected. Lot y1180637 and 0000411151 she doesn't have the circuits anymore as they were thrown away, but the rt's kept the lot numbers. No pt involvement; found during pre-use checkout." The following description of the event was copied from the user facility medwatch report rec'd by carefusion from the FDA on (B)(4) 2012. "The circuits that attach the inspiratory limb at the heater come apart easily. This results in a leaking connection that prevents the oscillator from calibrating. While troubleshooting the calibration problems it was discovered that some diaphragm caps are not seated well. What was the original intended procedure? Ventilating the pt with the high frequency oscillatory ventilator. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Other pertinent info: this has happened on several occasions with various pts. The high frequency oscillator ventilator is used on our newborn and pediatric pts."